Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found pieces on both haptics and a piece of optic are torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusion (no conclusion can be drawn): based on the complaint history work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The rptr stated the surgeon used a micl 12.6 mm implantable collamer lens. As the surgeon was advancing the lens in the injector, he noticed under the microscope the lens did not look right in the injector. The surgeon decided to remove the lens from the injector and reload it. As the surgeon pushed the lens out from the injector and attempted to reload the lens, noticed the lens had torn. Does not know at what point the lens was torn. There was no pt contact. Another lens, same model and size was implanted.